Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and battery out limit alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated unexpected restart alarm reoccurred after battery change. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.